Event description:
The healthcare provider reported injecting 2cc of evolysse form into the marionette lines, midface, and prejowl sulcus. No symptoms 48 hours following injection and returned two (2) weeks later and the hcp injected 0.5cc of evolysse smooth into the lips. The approximately two months post initial injection, the patient experienced edema, pain, erythema, and firmness to the touch at the injection site. The hcp observed the patient had erythema spreading down the neck and treated the patient with 2cc of hyaluronidase to all previous injection sites. Then 11 days post injection of hyaluronidase the patient complained of hard "balls" and continued swelling on the right marionette area. Hcp dissolved with 8 vials of hylenex between the marionette and cheek areas. Hcp reports nodules were difficult to penetrate with needles. Hcp will continue to monitor.